Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device had not successfully occluded . Most recent follow-up information incorporated above includes: on 28-feb-2018: event "personal injuries" replaced with "menstrual disorder", events- "infections, migration of the device", essure indication added from summon. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device : endometrial cavity") in a 31-year-old female patient who had essure (batch no. B29058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack. Previously administered products included for birth control: depo provera. Concurrent conditions included dysfunctional uterine bleeding, heart disorder, uterine polyp, sore throat, myalgia and paratubal cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 16 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression and anxiety outcome was unknown and the abdominal pain lower and uterine pain had resolved. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, female sexual dysfunction, infection, menorrhagia, menstrual disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 trailing coils visible at both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device had not successfully occluded. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received - outcome for the event "uterus pain and lower abdominal pain" were added as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device : endometrial cavity") in a 31-year-old female patient who had essure (batch no. B29058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart attack. Previously administered products included for birth control: depo provera. Concurrent conditions included dysfunctional uterine bleeding, heart disorder, uterine polyp, sore throat, myalgia and paratubal cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 16 days after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In september 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), abdominal pain lower ("lower abdominal pain"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and dysmenorrhoea outcome was unknown and the abdominal pain lower, uterine pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, infection, menorrhagia, menstrual disorder, uterine pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: 3 trailing coils visible at both side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure device had not successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:events dysmenorrhea,abdominal pain,back pain added. Outcome of event back pain,abdominal pain added as recovered. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device : endometrial cavity") in a 31-year-old female patient who had essure (batch no. B29058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart attack. Previously administered products included for birth control: depo provera. Concurrent conditions included dysfunctional uterine bleeding, heart disorder, uterine polyp, sore throat, myalgia and paratubal cyst. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 16 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In september 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), abdominal pain lower ("lower abdominal pain") and uterine pain ("uterus pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, abdominal pain lower and uterine pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, female sexual dysfunction, infection, menorrhagia, menstrual disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 trailing coils visible at both side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device had not successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish, lower abdominal pain, uterus pain" added, previously reported event "migration of the device " pt change to "device expulsion", reporter added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.